Event description:
After a final angiogram was performed, a type I proximal endoleak was noted on the proximal portion of the suprarenal stent on the left side. After re-ballooning and still not able to correct the endoleak, another MFR's stent was placed for increased radial force at the site. Another angiogram was performed, although endoleak was still noted the flow was significantly less. Because there was such a reduction in the outflow, it was believed that the endoleak would resolve once the heparin had worn off.